Manufacturer narrative:
H3: one device was received for evaluation. No repair history was identified in the last 12 months. Visual and accuracy testing was performed. The customer reported issue was confirmed. The root cause of the issue was a defective latch/lock flex sensor. The latch/lock flex sensor was replaced to resolve issue. Further investigation found that the seals needed replacement and front piezo was corroded. Dso and uso seals as well as front piezo to were also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.

Event description:
It was reported that the device does not recognize the latch location, during device investigation, the latch lock sensor was found to be defective. There was no patient involvement.